Event description:
The customer reported a device that would not power up on ac or dc power and had an inactive ac led indicator. This does not indicate a reportable event. However, during testing, the field service engineer found that there was a burn smell, and confirmed that the mechanism was damaged due to the burning center of the driver printed wiring assembly (pwa). The fse replaced the mechanism assembly, power supply pwa, and central processing unit (cpu) pwa, and the probable cause was determined to be damage to these components.

Manufacturer narrative:
Subsequent to the submission of the initial medical device report, the correct contact phone, contact address and contact city was provided. The corrected contact address is: (B)(6).

Event description:
The customer reported a device that would not power up on ac or dc power and had an inactive ac led indicator. This does not indicate a reportable event. However, during testing, the field service engineer found that there was a burn smell, and confirmed that the mechanism was damaged due to the burning center of the driver printed wiring assembly (pwa). The fse replaced the mechanism assembly, power supply pwa, and central processing unit (cpu) pwa, and the probable cause was determined to be damage to these components.